Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint, indicated as total power failure in the logs and also revealed occurrences of internal battery error message and external battery communications lost alarm. The internal battery was replaced and software upgraded to address the reported problem. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported total power failure and internal battery error message were due to an isolated component failure within the device battery assembly and the external battery communications lost alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.